Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager evaluated the iabp and found the touchscreen was not functioning in normal operating mode or diagnostic mode. The stm replaced the touchscreen. The iabp then passed all tested. The stm verified the iabp was calibrated and passed all functional and safety tests per factory specification, returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the keypad screen of the cardiosave intra aortic balloon pump froze. No patient harm or adverse event was reported.